Event description:
According to the clinic, the recipient developed a scalp abscess following implantation. The patient subsequently underwent an abscess drainage procedure to clean the abscess (specific date not reported). The patient also experienced a wound infection, and the device was subsequently explanted in (B)(6) 2020 (specific date not reported). The patient was later reimplanted with another cochlear device in (B)(6) 2021 (specific date not reported).

Event description:
Correction: the previous or initial MDR submitted on january 13, 2026 reported on the explant was a duplicate, the explant has been reported under 6000034-2020-03627. Per the clinic, the patient was treated with a topical antibiotics for the infection and the explant surgery was completed under general anaesthesia.